Event description:
Major pump unit(s) involved: blood pump; drive unit failure; device thrombosisadditional text: rvad > lvad; unable to fil pump on tlc-ii console; fibrin strands present in both but rvad > lvad; unable to fill/ empty rvadspecific component(s) involved: other component malfunction, specifyadditional text:other component: fibrin strands; higher pressure required to fill/ empty pumpcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : switched to ddcimplant device type: both (in the same or visit)malfunction device type: both (in the same or visit)

Event description:
Major pump unit(s) involved: blood pump, drive unit failure, device thrombosisspecific component(s) involved: other component malfunction, specify